Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 9 malfunction events, where it was reported the unit had tipped over. There was no patient involvement in 3 events; there was patient involvement in 6 events with one patient experiencing an abrasion, and no consequences or impacts to the patients in the other events.